Event description:
The clinician successfully deployed (3) gore tag thoracic endoprosthesis devices. Upon the withdrawal of the 22fr -sheath, the patient experienced a dramatic drop in blood pressure. The clinician believed the right common iliac artery may have been disrupted. An occlusion balloon was advanced from the contralateral side & inflated at the aortic bifurcation level. An angiogram revealed an extravasation of contrast in the right common iliac. A 10x10 viabahn endoprosthesis device was successfully deployed in the right common/external iliac artery. Another angiogram was performed & displayed successful device placement with no extravasation of contrast. The entry point area of the artery was cleaned of some plaque & closed with gortex patch. The patient left operating room in stable condition.